Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm or unexpected stuck on screen noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Pump received with cracked reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 15 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Insulin did exit with plunger push. Insulin pump would need to be replaced and customer stated that insulin pump failed.